Manufacturer narrative:
D6b. Explant date should be (B)(6) 2025 rather than (B)(6) 2026.

Event description:
New information received indicates that the patient experienced syncope. The pacemaker (pm) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced an unknown symptom. No intervention was reported. The patient condition was unknown.